Event description:
The procedure was dvt, via left popliteal access. The physician completed two runs. Repositioned the device, and when attempting to inflate the proximal balloon, the physician noticed that it would not inflate. Physican tried to inflate outside of the body and found a hole.investigation of the returned device found a rupture on the proximal balloon.

Manufacturer narrative:
A DHR review was performed on product code bvt808030, lot# 551675, which was manufactured in december 2012 and the expiration date is december 2014. This lot was 100% visually inspected with no defects detected.